Event description:
Additional information received on (B)(4) 2015, reported that the nail was explanted from the patient on (B)(6) 2015.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported nail was found cut-out post-operatively. The patient complained of pain in the middle of (B)(6) 2015. The reported nail was implanted in (B)(6) 2014. Re-operation performed (B)(6) 2015. The reported nail was found cut-out post-operatively. It remained inside the patient¿s body. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was not explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient data reported. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.